Manufacturer narrative:
Novocure medical opinion is that the contribution of the transducer array placement to the skin reaction cannot be ruled out. Medical device site reaction is an expected event with optune gio device use (ef-11 16% and 53% ef-14 optune arm).

Event description:
A 70-year-old male with newly diagnosed glioblastoma (gbm) started optune gio therapy on (B)(6) 2022. During the review of a medical record received by novocure on (B)(6) 2024, it was noted that during a follow-up visit on (B)(6) 2024, the patient presented with contact dermatitis characterized by irritation, redness, and inflammation in multiple areas of the scalp, attributed to optune gio therapy. The patient had previously trialed tacrolimus and other topical medications prescribed by dermatology, with no significant relief. As a result, all topical treatments were discontinued, and the primary care physician (pcp) prescribed prednisolone. Additionally, hydroxyzine was prescribed by the prescribing physician, to help manage the itching. The patient reported he continued with optune gio therapy, although the scalp irritation restricted his usage. The prescribing physician was contacted for additional information without reply.